Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2021, in addition to an already implanted pacing system. Reportedly, during a follow-up performed on 7 may 2021, the ICD could not be interrogated with a tablet. A message stating that the integrity of the software was uncertain was displayed. In addition, three inappropriate shocks were delivered to the patient on (B)(6) 2021 due to noise oversensing. As a result, a magnet was placed on the patient chest to deactivate the therapies. Device interrogation could be successfully performed with another tablet.